Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system does not indicate clinical usage of device and the procedure was continued and completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the displaying tube defect. Review of system log files showed issue with generator, due to faulty low voltage power connection to xsc. Fse replaced the xsc unit and reseated all connections. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
It has been reported to philips that there was tube defect error and x ray could not be created. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that xsc certeray was failing. The xsc certeray has been replaced that the system was returned to use in good working order.